Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Manufacturer narrative:
The reported event, battery housing fractured and fell, was confirmed. Service evaluation found that the top housing that holds contacts was detached from the bottom housing. The weld of the device between the top and bottom housings was compromised. As this is not a repairable device, it was not returned to the customer.

Event description:
It was reported that during a surgical procedure at the user facility, the device disassembled, resulting in potential exposure of a non-sterile battery to the surgical site. The procedure was completed successfully. No delay, no adverse consequences, and no medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility, the device disassembled, resulting in potential exposure of a non-sterile battery to the surgical site. The procedure was completed successfully. No delay, no adverse consequences, and no medical intervention were reported.